Event description:
After an implantation period of approx. 130 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped and the ICD was explanted.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to work as expected. The returned device data have been analyzed. The analysis confirmed the clinical observation. However, there was no indication of an ICD malfunction. In conclusion, there was no indication of a material or manufacturing problem.